Event description:
Multiple dates and multiple pts. Sapphire plus intravenous pump recently marketed by hospira in the us. Unsafe use in the ICU. When critical medications such as pressors are being infused, if the volume to be infused (vtbi) programmed in by the nurse completes, the pump reverts to keep open (tko), ie. Low rate, and can drop the pt's blood pressure dramatically. The pump's warning of nearing the end of vtbi is not loud enough or persistent enough if the nurse is not in the pt's room (I. E., caring for their other pt assignment). Our hospital and nursing staff has had to find work-arounds. Also, the tubing for the pump is too big a caliber for some medications that are manufactured and prepped as the exact volume to be infused. The "wastage" in the tubing can be up to 30% of the dose in a 100cc handing vial. The pump does not cue nursing staff to "flush" the line and even when attempting to flush the line with a secondary bang hanging, it backs up into the bag rather than flushing into the pt. A separate bag needs to be respiked on the primary tubing to "flush" the complete dose into the pt.